Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Upon troubleshooting, it is found during a previous service, the gpdu's front panel was replaced due to a defect. Later, issues with the host pc's cpu and the geometry's 2ny unit were discovered, preventing power-up. The problems were likely attributed to power surges within the three-phase network. To resolve the reported issue, the fse replaced the host pc and reinstalled the system software and return the part for further analysis and the failed component was power supply unit. After replacement the host pc, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment would not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.